Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be reproduced. During evaluation, the device failed to complete its internal self-test. The pneumatic block was replaced to address this issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down while in use. There was no patient harm or serious injury reported as a result of this incident.